Event description:
After mixing solution, rptr noticed small amount of water on outside of IV bag. Upon inspection, rptr noticed a near microscopic "pin-size" hole in bag near injection port. When rptr squeezed the bag, a small spray came out of the hole.